Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
The patient reported feeling an "electrical charge" from the pacemaker that lasted 30 minutes. The patient also indicated that their heart rate was 89 beats per minutes and blood pressure was 150. The patient indicated lifting something heavy just prior to the onset of the event. The patient took nitro and that "made it go away." The device is still in use. No patient complications have been reported as a result of this event.